Manufacturer narrative:
Findings: pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
It is reported that a customer has physical damage in the form of a bleeding lcd screen on their insulin pump. The patient's blood glucose level was at 125 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.